Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to large flail. The reported patient effect of worsening mr appears to be related to the slda. The dyspnea appears to be cascading effects of the worsening mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital and surgical intervention was performed with a mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4641.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1-2. On (B)(6) 2025, a single leaflet device attachment (slda) was observed. The anterior leaflet was detached from the clip. The patient was symptomatic with shortness of breath and the mr was worsened to grade 4+. Per the physician, the flail was so large that it needed 2 clips, but the gradient limited the initial procedure to only 1 clip. On (B)(6) 2025, surgical intervention was performed with a mitral valve replacement. The patient is reportedly stable and surgery was successful.

Manufacturer narrative:
The device is not returning for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.